Event description:
It was reported that the device was eroding through the patient's skin. Upon pocket revision the physician found the right ventricular (rv) lead insulation had been worn, he was able to repair the system successfully. Both lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.